Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 21:56:14. During night drain cycle five, the patient's ultrafiltration reading was 1331ml, indicating the home patient (hp) drained 1331ml more than their maximum programmed fill volume of 2200ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was undetermined as not enough evidence was available to make a determination. Should additional relevant information become available, a supplemental report will be submitted.